Event description:
Culture report received from hospital indicated the presence of pseudomonas oryzihabitans. Location from where the culture was taken is not known. There was no reported pt injury.

Manufacturer narrative:
Investigation/conclusion: standard clinical practice, environmental infection control practices and equipment preventive maintenance in the neonatal intensive care unit include but are not limited to the following: clinical monitoring by hcp of infant status and high level of suspicion for infection. The known immunocompromised state and frequent skin insults lead to portal of entries for pathogens of neonate. Adherence to infection control standards in conjunction with hand washing among hcps is primary method to decrease nosocomial transmission of pathogens to neonate. Removing contaminated device from pt care and strict adherence to cleaning of medical devices. Operator manual recommendations for cleaning, use of humidification systems, and filter changes. Preventing accumulation of dust and moisture from any pt care surface decreases environment known microorganism growth and/or transmission. Surveillance and monitoring of hospital specific organisms by infection control. Ge healthcare has updated the omnibed labeling and cleaning instructions to more clearly indicate cleaning of the seals.